Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the unspecified locations. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is invalid; therefore, a device analysis and batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.